Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set had a bent cannula and the customer also experienced hyperglycemia. It was reported that the customer had high blood glucose levels of 28.9 mmol/l and had current blood glucose levels of 16.5 mmol/l. The customer was assisted with the troubleshooting. The device will not be returned for the analysis.